Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick urine collection system was not working properly. It was unable to use for incontinence purposes. Per follow up information received from on 20-jan-2026, they received the box for the return and will put it in the mail tomorrow. The catheter used to suction very good and efficient and now it did not suction the same amount (not as strong) urine. They were not sure what the issue was.

Manufacturer narrative:
Our team conducted a thorough review of the reported event to ensure the ongoing safety and performance of the product. The investigation did not identify any product related issues that would be expected to lead to the reported event. A labeling and packaging review is not required as the reported event did not identify any product related issues. DHR review is not required as the reported event did not identify any product related issues. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick urine collection system was not working properly. It was unable to use for incontinence purposes. Per follow up information received from on 20jan2026, they received the box for the return and will put it in the mail tomorrow. The catheter used to suction very good and efficient and now it did not suction the same amount (not as strong) urine. They were not sure what the issue was.